Manufacturer narrative:
Continuation of d11: product ID: 97715, lot#/serial#: (B)(6), implanted: (B)(6) 2020, product type: implantable neurostim ulator. Product ID: 977c165, lot#/serial#: (B)(6), implanted: (B)(6) 2016, product type: lead. Product ID: 3550-29, lot#: unknown, product type: accessory. Product ID: 3550-29, lot#: unknown, product type: accessory product ID neu_wrench_acc lot#: unknown, product type: accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction to b1 of supplemental report 001. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97715 lot# serial# (B)(6) implanted: (B)(6) 2020 explanted: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97715, serial#: (B)(4), implanted: (B)(6) 2020, product type: implantable neurostimulator. Product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 21-apr-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was undergoing a replacement of the implantable neurostimulator on (B)(6)2020. The lead was plugged into the new implantable neurostimulator, and electrodes 0 and 7 had opens. The health care professional took the lead out and reinserted and then all the electrodes had opens. They then used the wireless external neurostimulator, and the connectivity and impedance values were good and in the normal range. The health care professional reinserted the leads into the implantable neurostimulator, but the manufacturer representative could not reconnect tot he implantable neurostimulator using the tablet despite resetting the tablet and communicator and even changing the batteries in the communicator; however, there was still no connection. The health care professional did not want to use the implantable neurostimulator at that point, so another implantable neurostimulator was opened to resolve the issue. They inserted the lead into the new implantable neurostimulator, made sure that the lead was inserted completely with the setscrew tightened, and the health care professional gave a slight tug on the lead. An impedance check showed that electrodes 4, 12, and 13 were greater than 40,000 ohms, but everything else was green/good. The health care professional decided that he was not going to replace the lead wire and chose to close the patient up. Post-op when the manufacturer representative checked the impedances, electrodes 4, 12, and 13 were still showing an open circuit. It was indicated that the patient did not need those electrodes for programming. It was noted that the manufacturer representative was going to check the impedances again at follow-up; however, the date of the f ollow-up appointment is unknown.